Event description:
It was reported via repair work order that the fowler was experiencing phantom motion due to the cpu board failing. It was also reported that the power cord and auxiliary power cord were damaged due to the ground pin being broken on both cords. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.